Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6). A call to technical services on 4/23/201 3 states that high out of range (oor) amplitude measurement was noted from (B)(6) 2011. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).